Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that the pump history was missing bolus data despite being in use. Customer¿s blood glucose level was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.